Event description:
This internal pulse generator was implanted 2 years ago at another local facility. The device was not working properly (an electrode not reading due to suspected migration). The device was explanted and a new system was implanted. Manufacturer field rep. Took device for investigation.